Event description:
The customer stated she passed out and an ambulance was called. Her blood glucose was tested on her breeze2 meter with a reading of 99mg/dl. She was retested by the paramedics on their meter and the reading was 35mg/dl. She was given orange juice and a sandwich. She was not taken to the hospital and no other treatment was required. During the call it was discovered the customer used expired test strips. No product is expected to be returned for evaluation.